Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 5 years and 4 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2012. It was reported that the patient was admitted on (B)(6)2017 for hemolysis. On (B)(6)2017, the lactate dehydrogenase (ldh) level was 1183 u/l, and the patient had dark urine. The patient was given a heparin infusion. Integrilin was to be started once the patient¿s inr decreased from 3.4. There were no changes in the vad parameters. On (B)(6)2017, it was reported that integrilin and heparin were initiated, and the ldh level continued to increase. The pump was exchanged on (B)(6)2017. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. A specific cause for the reported hemolysis cannot be determined. The pump was returned with the percutaneous lead cut approximately 2 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. The ptfe washer in the outlet elbow screw ring was present and seated properly. The o-ring on the proximal-side of the outlet elbow that interfaces with the pump outlet port was present and seated properly. The ptfe washer within the distal-side of the outlet elbow was present and seated properly. The textured blood-contacting surface of the outlet elbow revealed a small amount of tissue-like ingrowth. All of the depositions were well adhered and did not appear large enough to obstruct flow. The locking key/disk used to align and secure the inlet and outlet housing was present and seated properly. The proximal-side of the inlet stator revealed no deposition or thrombus formations. The distal side of the outlet stator revealed no deposition or thrombus formations. The two o-rings used to seal the inlet/outlet housing were present and seated properly. The distal side of the inlet stator (internal to the pump) revealed no deposition or thrombus formations. The interface area between the inlet housing and the blood tube presented a normal accumulation of blood. The bearing cup was properly seated within the distal-side of the inlet stator. The surface of the inlet bearing cup revealed no unusual surface wear for the duration of use. The surface of the rotor inlet section adjacent to the bearing ball revealed no evidence of deposition. The surface of the bearing ball did not reveal any anomalies related to wear. The bearing cup on the distal-side of the rotor was seated properly within the bore of the rotor. The body of the rotor revealed no adhered deposition or thrombus formations. Visual examination of the rotor blades did not reveal any obvious surface dents or defects. The lumen of the blood tube was clear with no evidence of any adhered deposition or thrombus formations. The exterior/body of the motor capsule was clean and dry. The proximal surface of the motor capsule that interfaces with the distal-side of the inlet stator/housing revealed a normal accumulation of blood. The distal-side of the motor capsule that interfaces with the proximal¿side of the outlet stator and housing revealed a normal accumulation of blood. The two o-rings on the motor capsule (proximal) used to seal the interface between the motor capsule and the inlet stator were present and seated properly. The two o-rings within the distal-end of the motor capsule used to seal the interface between the motor capsule and outlet stator (proximal) were present and seated properly. All of the o-rings were properly coated with lubricant (silicone oil). The percutaneous lead connections to the motor capsule were intact. The electrical leads and the protective wrap surrounding the leads were intact and free of damage. The electrical lead connections to the terminals of the motor capsule were properly soldered and encapsulated in silicone. Examination of the textured blood-contacting surfaces of the outlet elbow revealed a small amount of white, tissue-like ingrowth. All of the depositions were well adhered and did not appear large enough to obstruct flow. The evaluation could not determine the cause of the observed depositions and the depositions could not be conclusively correlated to the reported event. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation could not conclusively determine the cause of the reported hemolysis. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.